Event description:
Reporter indicated that a dell handheld computer's screen froze upon interrogation. The event resolved with re-seating of the flash card. The devices will not be returned as the event resolved.